Event description:
The hosp alleges 3 or 4 incidents involving the device that is packaged in aterial blood gas kits. The event descriptions are identical and involve blood allegedly flowing past the filter and onto the walls and ceiling. There was no blood exposure to pts or hosp personnel for any of the events.